Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced. On startup unit displayed c-34. Upon visual inspection, the unit is in a good condition. There are multiple spots with paint touch ups, and a couple of scratches on the cover of unit. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted hysterectomy malignant surgical procedure, there was an interruption due to system error c-34. The customer received phone assistance from the technical service engineer (tse). Tse reviewed the logs and confirmed error c-34 for the erbe generator. The customer was able to confirm that there was no external electrical surgical unit (esu) in close proximity. The reported event persisted when tse walked the customer through a power cycle of the erbe. The solution that tse offered to the customer was the force triad or another da vinci vision side cart (vsc). Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: the surgical procedure was completed with using the force triad generator instead of switching to another vsc. According to the customer, there was no surgical delay when the procedure was started, but the reported event resulted in the surgical procedure being completed three hours later than expected.